Manufacturer narrative:
The device has been returned; however, an investigation has not yet been completed. When the investigation is completed, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus not delivered issue. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.6 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that on (B)(6) 2026 they commanded a bolus from the personal diabetes manager (pdm) and they saw the green line going across the screen indicating a bolus was being delivered, however when they checked back later there was no indication in the pdm that a bolus had been delivered. Additionally, they were having issues with the screen freezing and becoming nonresponsive when they are using the bolus calculator. The system sometimes gives a screen error bolus expired, but they must reset the pdm in order to get it to respond again. The patient's blood glucose was between 70 mg/dl and 120 mg/dl (exact result was not reported).

Manufacturer narrative:
In the case description, the user mentioned that a bolus delivered that did not appear in the controller history and the controller was crashing and freezing. Review of the android log files downloaded from the returned controller found that the engineering log files from the date of occurrence were overwritten due to continued use of the system. Review of the audit log files found that all boluses confirmed and started by the user were completely delivered, as each bolus started command had a subsequent bolus completed command. Comparison of the controller history detail for 09feb2026 to the audit log files found that all boluses recorded in the audit logs for 09feb2026 were correctly reflected in the history detail. No evidence of crashes or freezes was found in the available log files. During functionality testing of the controller, no issues were found with the ability of the controller to record delivered boluses and no crashes or freezes occurred during testing. No evidence of a bolus being delivered but no recorded was found during the investigation. It could not be conclusively determined if the user encountered any delays or freezing during use based on the available logs and testing. The exact cause of the reported freezing or crashing could not be conclusively determined.